Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
After a surgery was completed on (B)(6) 2013, the batteries were recharged. Reportedly the batteries were set in the charger. After 5-10 minutes it was reported there was smoke coming out of the charger and there was a loud sound. The plug was immediately pulled on the changer and was discontinued for use. This is 2 of 2 reports for the same event, complaint #(B)(4).